Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received clarified that the coil/dpu did herniate out of the skive of the sheath. Section h6: based on additional information received, the medical device problem code ¿material rupture¿ was added to this report. Please update your files accordingly. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of a ruptured aneurysm at the basilar-superior cerebellar artery (basca), a 3mm x 6cm galaxy g3 xsft coil (glx120306, l12708) was used as a filling coil. However, the loop popped out toward the origin of the superior cerebellar artery (sca). The physician attempted to re-sheath and the re-sheath tool was retracted. However, a part of the sheath was torn, and it was not able to be re-sheathed. It was replaced with another g3 coil and the procedure continued. Additional information was received indicating that adequate continuous flush was maintained through the unspecified microcatheter (mc). There was no blood flow restriction/reduction as a result of the event. Further clarification was received indicating that the coil/dpu did herniate out of the skive of the sheath. The device was discarded; therefore, no further analysis can be performed. A manufacturing record evaluation (mre) was performed for the finished device l12708 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿positioning difficulties and prescore rupture¿ could not be confirmed. Based on the mre, there is no indication that the event is related to the device manufacturing process. The galaxy g3 instructions for use (IFU) instructs that under fluoroscopy, deploy the detachable coil by carefully pushing the delivery tube into the proximal end of the second rhv. Continue pushing the delivery tube to position the coil within the desired vascular location. Hold the infusion catheter body in place while the coil is delivered to prevent the infusion catheter tip from moving from its intended position. The IFU cautions that repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. Initial reporter phone (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l12708 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. 6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during coil embolization of a ruptured aneurysm at the basilar-superior cerebellar artery (basca), a 3mm x 6cm galaxy g3 xsft coil (glx120306, l12708) was used as a filling coil. However, the loop popped out toward the origin of the superior cerebellar artery (sca). The physician attempted to re-sheath and the re-sheath tool was retracted. However, a part of the sheath was torn, and it was not able to be re-sheathed. It was replaced with another g3 coil and the procedure continued. Additional information was received indicating that adequate continuous flush was maintained through the unspecified microcatheter (mc). There was no blood flow restriction/reduction as a result of the event.